Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
Per the distributor, the patient has to press the keypad button several times to activate the desired pump functions. There was no adverse event associated with this complaint.